Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005 the patient underwent vascular exposure for anterior lumbar interbody fusion (alif) to treat spondylolisthesis lumbar 5, sacrum1 (l5-s1). Findings: the left iliac artery was soft without calcification. The left iliac vein was of normal caliber. There was no large ascending lumbar branch. On (B)(6) 2005 the patient underwent anterior lumbar interbody fusion lumbar, sacrum (l5-s1) with cages and medium bone morphogenic protein (bmp). Op note: 26mm deep by 16mm tall tapered cage was inserted and aligned so that the lateral holes were appropriately lined up parallel to each other, and slightly countersunk. They were placed at about a 32 mm depth according to the stop, which was perfect on the x-ray once it was released. The tangs were removed and were again irrigated copiously with bacitracin solution. All of this was suctioned out a then a medium sized bmp product was used to saturate the collagen sponges, two sponges were placed anteriorly in each cage. No further irrigation was used and all retractors were then withdrawn, the anterior abdominal fascia was closed with a running " 0 prolene", the subcutaneous tissue was irrigated once more with bacitracin and then the skin was closed with staples. A follow-up x-ray was obtained to be sure no instruments remains in the abdomen. Postop x-rays of the cages appeared to be ideal. The patient was then returned to the recovery room in stable condition gradually awakening from anesthesia. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.